Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer successfully primed the air to address the issue. Additionally, customer received a malfunction alarm. During troubleshooting, the malfunction alarm was cleared and insulin deliveries were resumed. Customer's blood glucose level ranged between 138-180 mg/dl.